Event description:
The patient reportedly presented with edema at the implant site. The patient has been hospitalized for unknown reason at this time. Advance bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The patient is reportedly experiencing a slight facial paralysis. The patient's edema has lessened.

Manufacturer narrative:
The patient is reportedly doing well and continues to use the device. The edema was the result of tissues growing under the implant.

Manufacturer narrative:
The pt was hospitalized on (B)(6) 2014.

Manufacturer narrative:
The pt's device was reportedly explanted due to an infection.

Manufacturer narrative:
On (B)(6) 2015, a puncture procedure was preformed to reduce the edema at the implant site. The patient's facial paralysis has been resolved.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issues have reportedly resolved. This is the final report.